Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of damaged cable was confirmed via visual inspection. Analysis revealed that the device failed visual inspection due to the unit's cord was torn midway in the battery cable. The most likely root cause of the reported event can be attributed to forceful pulling causing the cable to tear. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient's battery had a "decent sized split" in the outer sheath of the cable with wires exposed.  The patient denied trauma or direct damage to the battery.  The battery was exchanged without consequence to the patient.